Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of groin pain ("groin pain") in a 39 year-old female patient who had essure inserted for female sterilisation and contraception. Additional non-serious events are detailed below. Product or product use issues identified: difficulty inserting drug implant ("pain after difficult implantation on the right side radiating to the right groin" on (B)(6) 2014). The patient had a medical history of allergy to chemicals (thiomersal), allergic reaction to wasp sting, fragrance sensitivity, allergy to metals, allergy to chemicals, iodine allergy and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced groin pain (seriousness criterion intervention required), procedural pain ("pain after difficult implantation on the right side radiating to the right groin"), dermatitis allergic ("increasing eczema/allergies"), fatigue ("extreme fatigue/restlessness"), restlessness ("extreme fatigue/restlessness"), bone pain ("increasing bone pain/muscle pain") and myalgia ("increasing bone pain/muscle pain"). Essure was removed on (B)(6) 2017. The patient was treated with paracetamol (paracetamol) and epipen [gabapentin] as well as surgery (essure removal). At the time of the report, the groin pain and procedural pain had resolved with sequelae. The outcomes for dermatitis allergic, fatigue, restlessness, bone pain and myalgia were unknown. The reporter considered bone pain, dermatitis allergic, fatigue, groin pain, myalgia, procedural pain and restlessness to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2022: essure removal questionnaire was received: patient¿s date of birth was added. Stop date ((B)(6) 2017), date of essure removal, was added. Treatment drugs were added. Events were added: groin pain (chronic), pain after difficult implantation on the right side radiating to the right groin, increasing eczema/allergies, extreme fatigue/restlessness and increasing bone pain/muscle pain were added. Event medical device removal "the foreign-body material has been removed" was deleted since specified based on follow-up information. Medical history was added. On 17-nov-2022: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of groin pain ("groin pain") in a 39 year-old female patient who had essure inserted for female sterilisation and contraception. Additional non-serious events are detailed below. Product or product use issues identified: difficulty inserting drug implant ("pain after difficult implantation on the right side radiating to the right groin" on (B)(6) 2014). The patient had a medical history of allergy to chemicals (thiomersal), allergic reaction to wasp sting, fragrance sensitivity, allergy to metals, allergy to chemicals, iodine allergy and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced groin pain (seriousness criterion intervention required), procedural pain ("pain after difficult implantation on the right side radiating to the right groin"), dermatitis allergic ("increasing eczema/allergies"), fatigue ("extreme fatigue/restlessness"), restlessness ("extreme fatigue/restlessness"), bone pain ("increasing bone pain/muscle pain") and myalgia ("increasing bone pain/muscle pain"). Essure was removed on (B)(6) 2017. The patient was treated with paracetamol (paracetamol) and epipen [gabapentin] as well as surgery (essure removal). At the time of the report, the groin pain and procedural pain had resolved with sequelae. The outcomes for dermatitis allergic, fatigue, restlessness, bone pain and myalgia were unknown. The reporter considered bone pain, dermatitis allergic, fatigue, groin pain, myalgia, procedural pain and restlessness to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("the foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2022: quality safety evaluation of ptc. 10-nov-2022: no new clinical information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("expulsion") and groin pain ("groin pain") in a 39 year-old female patient who had essure inserted for female sterilisation and contraception. Additional non-serious events are detailed below. Product or product use issues identified: difficulty inserting drug implant ("pain after difficult implantation on the right side radiating to the right groin" on (B)(6) 2014). The patient had a medical history of hypothyroidism, osteosynthesis, lumbar vertebral fracture, caesarean section, parity 1, allergy to chemicals (thiomersal), allergic reaction to wasp sting, fragrance sensitivity, allergy to metals, allergy to chemicals, iodine allergy and nickel sensitivity. Previously administered products included: thyrax [levothyroxine]. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced groin pain (seriousness criterion intervention required), procedural pain ("pain after difficult implantation on the right side radiating to the right groin"), dermatitis allergic ("increasing eczema/allergies"), fatigue ("extreme fatigue/restlessness"), restlessness ("extreme fatigue/restlessness"), bone pain ("increasing bone pain/muscle pain") and myalgia ("increasing bone pain/muscle pain"). Essure was removed on (B)(6) 2017. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required) and allergy to metals ("allergic to nickel"). The patient was treated with paracetamol (paracetamol) and epipen [gabapentin] as well as surgery (hysteroscopic removal right device, laparoscopic bilateral salpingectomy and essure removal). At the time of the report, the groin pain and procedural pain had resolved with sequelae. The outcomes for device expulsion, dermatitis allergic, fatigue, restlessness, bone pain, myalgia and allergy to metals were unknown. The reporter considered allergy to metals, bone pain, dermatitis allergic, device expulsion, fatigue, groin pain, myalgia, procedural pain and restlessness to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("expulsion") and groin pain ("groin pain") in a 39 year-old female patient who had essure inserted for female sterilisation and contraception. Additional non-serious events are detailed below. Product or product use issues identified: difficulty inserting drug implant ("pain after difficult implantation on the right side radiating to the right groin" on (B)(6) 2014). The patient had a medical history of hypothyroidism, osteosynthesis, vertebral fracture, caesarean section, parity 1, allergy to chemicals (thiomersal), allergic reaction to wasp sting, fragrance sensitivity, allergy to metals, allergy to chemicals, iodine allergy and nickel sensitivity. Previously administered products included: thyrax [levothyroxine]. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced groin pain (seriousness criterion intervention required), procedural pain ("pain after difficult implantation on the right side radiating to the right groin"), dermatitis allergic ("increasing eczema/allergies"), fatigue ("extreme fatigue/restlessness"), restlessness ("extreme fatigue/restlessness"), bone pain ("increasing bone pain/muscle pain") and myalgia ("increasing bone pain/muscle pain"). Essure was removed on (B)(6) 2017. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required) and allergy to metals ("allergic to nickel"). The patient was treated with paracetamol (paracetamol) and epipen [gabapentin] as well as surgery (hysteroscopic removal right device, laparoscopic bilateral salpingectomy and essure removal). At the time of the report, the groin pain and procedural pain had resolved with sequelae. The outcomes for device expulsion, dermatitis allergic, fatigue, restlessness, bone pain, myalgia and allergy to metals were unknown. The reporter considered bone pain, dermatitis allergic, device expulsion, fatigue, groin pain, myalgia, procedural pain and restlessness to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-dec-2022: event: expulsion and patient medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.